Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported that the patient has an infection. It was reported that patient had 2 open areas, about the size of a pea, at the distal end of the pocket incision. The physician called it a "suture abscess". All products were explanted. No other information available at this time.

Manufacturer narrative:
No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported that cultures returned with negative results.

Event description:
Additional information received indicated patient had a replacement scs system implanted.